Event description:
Customer reported that on (B)(6), 2012 she received a reading of 356 mg/dl on her adc blood glucose meter, which was higher than she felt. Customer further reported she was given 8 units humalog insulin in response to the reading. Approximately 10 minutes later customer began to experience "muscle weakness leading to an inability to balance (herself), a severe headache, blurry vision" and "state blindness" which resulted in a loss of consciousness. Customer's glucose was re-checked using a competitor brand meter and a result of 45 mg/dl was received. Customer self-treated by eating one-quarter of an apple pie. Paramedics were called and upon arrival received a reading of 33 mg/dl on an unknown brand of meter. It was reported the glucose continued to drop and a re-test revealed a reading of "5 mg/dl". Customer was transported to a local healthcare facility where she was admitted with a diagnosis of hypoglycemia and treated with a new medication, which the customer could not recall the name of. The customer was also given juice and crackers to eat. Customer did not know what additional treatment may have been rendered. During troubleshooting it was revealed the insulin she was given was expired. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1254615) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.